Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. A guidant technical services representative discussed the frequency and patterns of tones from the device. The patient was referred to their physician.